Event description:
It was reported that the device switched itself off and went into reset mode. When interrogated with an n'vision, it was indicated that a power-on-reset had occurred with the service code 0x400. It was reported that there was nothing in the patient's home that could have affected the device, though the patient had botox injections the week before and felt his symptoms worsening. The patient had also been to the dentist to have his teeth cleaned. The hcp was later contacted by the patient's nurse, who said that the patient was fine, but they had to adjust his settings slightly. There was no patient injury, and it was reported that the patient was fine, the stimulator was switched back on, and the patient was advised to use his programmer to turn the device back on if the event recurred.